Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was possible left ventricular (lv) lead loss of capture (loc) on this cardiac resynchronization therapy pacemaker (crt-p) system, and electrogram (egm) review was requested. Additionally, there was concern about bigeminy. There were no episodes in the collection period, however the presenting egm showed normal device operation, and lead measurements were in-range. It was services as noted that the right atrial (ra) lead was programmed off. Technical (ts) recommended in-clinic follow up to evaluate lv thresholds/capture and check for premature ventricular contractions (pvcs). This crt-p system remains in service. No adverse patient effects were reported.